Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This report is being filed based on the possibility that the reported event could have involved an easypump product. No information was provided on the initial reporter of the event, and as a result no additional information or the defective product could be obtained. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported on medwatch mw5075817: the patient was incompetent so history was obtained from family members in the hospital on the afternoon of (B)(6). On (B)(6), the patient was seen in the oncologist's office for his colorectal cancer which was diagnosed in (B)(6) of 2017. The patient received a dose of oxaliplatin while in the clinic on (B)(6) ans was subsequently connected to a b. Braun on-q infusion ball 270ml filled with fluorouracil - lot 17b03ge561. This device was filled with fluorouracil (5-fu) 4850mg/0.9 percent nacl 230ml to be infused over 46 hours via elastomeric. The rate was set at be 5 ml/hr; dose 2400 mg/m2 bsa 2.2 m2. The patient's wife describes the following sequence of events: the patient and wife visited oncologist office at 1600 on (B)(6) with a normal state of health. They left at this time with the device attached to his port and infusing. Provided booklet on how to care for the pump. Was instructed thpump would run x 46 hours. At 0100 on (B)(6), the patient awoke from sleeping and vomited and returned to bed. At 0300, the patient was mentally altered. The wife explains that he, "began taking off his clothes and saying irrational thing." At this time, she notes he was no longer mentally stable and unsure of his unusual change in mental status. At an unknown time in the early morning of (B)(6), the patient's wife took his blood sugar which resulted in a reading in the 30's. She gave her husband, the patient, angel food cake, coke, and juice. His blood sugar subsequently increased to 300 on the next check. She notes he has never had a blood sugar reading that low before and his mental status did not change after hypoglycemia was corrected. The patient arrived at the ed at 1704 on (B)(6). Was admitted to the ccu at 2339 and was discharged to (B)(6) at 2205 on (B)(6). At an unknown time during hospitalization, it was first noted that the device was completely empty. When questioned, the patient's wife had not checked the device prior to being admitted to the hospital. The device was being housed in a non-transparent fanny pack-like carring case that was sealed with a zipper. The patient was ordered vistogard 10 grams every 6 hours after contacting the oncologist and received confirmation this medication was appropriate in this scenario. This medication was transported via air to our facility overnight. Received teh first dose at 1113 on (B)(6). Diagnosis or reason for use: chemotherapy. B. Braun does not manufacture the on-q infusion ball, however based on the lot number provided, b. Braun has determined that the product in question could be a b. Braun easypump.